Event description:
It was reported that during an unknown procedure, there were no staples when seen under an x-ray. The device fired without stapling (staples were absent). The procedure was completed with no adverse patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.